Event description:
The surgeon tried three times to snap down the insert onto the baseplate. The insert would not snap in. Another insert was available and locked in immediately. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the results of the manufacturer's evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.